Event description:
The user received a discrepant direct bilirubin result for a pt. The initial result was 4.26 mg per dl. The repeat result was 0.48 mg per dl. The result from a second sample from the same pt was 0.54 mg per dl. All testing was performed in 2009. No information was provided to determined if the erroneous result was reported or if the pt was adversely affected. If additional information is received, appropriate notification will be provided.